Event description:
A male patient underwent a coronary diagnostic procedure in 2008. Peri-procedural heparin was administered to the patient. A 6f sheath was used to access the common femoral artery. Post cath procedure, the physician, trained in the mynx, proceeded to use the mynx for femoral artery closure. The sealant was deployed and hemostasis was successfully achieved. Four days later(the following month), the patient underwent a successful surgical repair of a right common femoral artery pseudoaneurysm. The patient was discharged from the hospital approx at the end of the same month. No further information is available.

Manufacturer narrative:
A review of the lot history record (lhr) was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Pseudoaneurysms are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. The device used in this procedure was not returned for evaluation; however, based on the information provided and the investigation performed, the root cause of the reported pseudoaneurysm is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. The aware date of this incident is months after the date of occurrence, due to the fact that aci was made aware of this incident through data of a physician-initiated study. The lot number was not provided, therefore, the expiration date and device manufacture date are unknown. Device code: other, for no allegation of device malfunction or non-conformance.